Event description:
On january 13, 1993 a malfunction occurred with ione of our ultrasound machines which we feel requires being brought toyour attention. It appears that during the time between the completion of one patient study and preparing of the equipment for a new patient that some type of failure occurred which allowed the imaging transducer to overheat to the point where the face of the transducer melted. No injury occurred to either sonographer or patients. However, we believe the possibility for injury existed. Factory service was notified on 1/13/93 after the malfunction occurred. A service engineer arrived on 1/15/93. Evaluation and testing of equipment was performed and repairs made; as per enclosed documentation, and equipment returned to service 1/16/93. On 1/21/93 the equipment experienced intermittent failure to function normally so service was again summoned, with maintenance being performed on 1/22/93. System was placed back into service with no reports of problems at t his time. However, the unit will not be in clinic till 1/27/93device not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: other. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.